Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced fluctuating glucose levels, including a hypoglycemic episode with a blood glucose value of 39 mg/dl and a hyperglycemic episode with a peak blood glucose value of 191 mg/dl. The user managed the low with fast-acting carbs and the high was corrected through the device algorithm. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.